Manufacturer narrative:
The insulin pump was received with cracked end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported that the bottom casing is popping out, motor is coming out and scratches on screen. The customer doesn't know the damage occurred. The customer also reported that the drive support cap is sticking out. The customer stated that she once press the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow up their medically prescribed backup plan.